Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient experienced an event. At the time of the event they utilized a betabionics ilet insulin pump. Symptoms reported included dizziness, dry mouth, ¿wooziness¿ presumed to mean mild confusion and unsteady; ¿delirium¿ presumed to mean disorientation and impaired thinking; and thirst. At some point the bg finger stick value was 401 mg/dl, another time the ¿pump was reading high.¿ no cgm value was provided. No treatment details were specified. The patient contacted the pump manufacturer who suggested she sync data. After syncing, ¿the patient¿s bg was reported at 401 mg/dl. It could not be determined if the reporter was referring to the cgm values or the bg fs value. Shortly before the high reading she had changed her infusion set for the pump. She did not feel ill enough to go to the hospital. No other information was documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.